Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon inserted tecnis monofocal intraocular lens and try to stabilize the lens. Reportedly haptic broke off. The lens was removed and replaced in same surgical procedure. Patient was scheduled for vitrectomy. Sutures were required. Lens from another manufacturer was used as replacement for the patient. No further information provided.

Manufacturer narrative:
Additional information: additional information was received and it was learnt that there were 2 lenses that had same issue in the same surgical procedure with the same patient. The other lens was already captured in MFR report number 2648035-2019-00862. Device available for evaluation; returned to manufacturer on: 8/19/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification. Lubricant material residues and loose particles can be observed on the lens surface and in the cartridge, which indicate that they were handled and prepared for surgical procedure. The cartridge looks like it was used but no damage was observed on it. Lens was cut into pieces that could be related to the removal process. Both haptics was detached but they did not return. The reported issue was verified; however, due to the condition in which the sample returned it is not possible to determine that the reported issue is related to the manufacturing process. Based on the analysis product quality deficiency could not be determined. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. A search on the catsweb system performed in august 27, 2019 revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.